Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system broke during use. No serious injury or medical intervention was reported.

Event description:
It was reported that bd nexiva¿ closed IV catheter system broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two non-related qns were initiated on this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Received two used q-syte and a dispenser label from catalog number: 383532, lot number: 8145552 also received a representative sample of a b braun puresite in a sealed package. One photo was submitted for review. Visual/microscopic evaluation: unit 1 ¿ the septum was partially pushed into the q-syte top body. This is an indication that a bond was provided during the manufacturing process. The septum was corrected to its intended position, septum slit cut was present. Unit 2 ¿ damage to the septum top disk. The damaged septum does lift from the rim of the top body. The residual septum material and adhesive deposits was evident on the rim of the top body. Septum slit cut was present. Functional test: a functional assessment of the connection compatibility of the returned q-sytes with the provided b braun puresite lab supplied syringes. Connections were successful. The photo displayed a q-syte with septum damage on the top disk. The defect other (products not compatible) was not confirmed with the functional test. The septum being pushed into and the damage septum top disk could contribute to the reported defect. An evaluation of all the returned q-syte units confirmed the presence of adhesive and septum deposits on the rim of the q-syte top bodies. This provides evidence that a bond between the septum and q-syte top body was provided during the manufacturing process.